Manufacturer narrative:
" (B)(6) hospital" (user facility complete address captured here due to character limitation in section). The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. The event can be detected by handling the device in accordance with the following instructions for use (IFU): 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.